Manufacturer narrative:
H3: the axium prime was returned within a shipping box, within a sealed plastic biohazard pouch; within an opened axium prime inner pouch; within a dispenser coil and within an introducer sheath. Visual inspection/damage location details: the actuator interface was found securely attached on the coupler tube. No evidence of detachment attempts was found at this location. The break indicator was found intact. No evidence of manual detachment attempts was found at this location. The axium prime pusher was found bent at ~72.6cm from the proximal end. The coin was found still against the lumen stop. The implant coil was found still attached to the pusher. The implant coil was found to be undamaged. Testing/analysis ¿ an instant detacher was used for detachment attempt. The pusher was fully inserted into the instant detacher and the positive load indicator was not visible, which is normal. The implant coil was successfully detached on the first attempt with no issues found. No other damages or anomalies were found with the returned device. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was confirmed, as the axium prime was returned with the implant coil still attached to the pusher. However, the cause could not be determined, and the failure could not be replicated. Customer reported using an instant detacher three times and manual detachment once, however, the actuator interface and break indicator were found intact. In addition, the implant coil was successfully detached during analysis. The pusher was found bent, indicative of advancing against resistance. The instant detacher used in the event was not returned. Therefore, any contribution of the instant detacher towards the non-detachment could not be determined. There is no indication that the event is related to a potential manufacturing issue, therefore a device history record review was not required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil was not detached. The instant detacher was used 3 times and the manual detachment was attempted once. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the mca 3mm with a max diameter of 3mm and a 2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that the axium coil was not detached. The instant detacher was used 3 times and the manual detachment was attempted once. The physician did not use another instant detacher. There was no issue with the instant detacher. The devices were prepared as indicated in the IFU. There were no patient symptoms or complications associated with this event. Ancillary devices include a microcatheter sl 10.